Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Watermark was observed at the base of the sensor tail, indicating the sensor was properly inserted. Data was extracted successfully. De-cased the sensor and performed visual inspection of the printed circuit board assembly (pcba) and no issues were observed. The returned battery has been measured and results were within specification. Placed sensor in pcba test fixture to perform smu testing, all test have been passed. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on built-in meter. As a result, customer experienced a seizure, "dizziness, vomiting", and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp performed a laboratory blood glucose measurement with result of 7.3 mmol/l prior to providing unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on built-in meter. As a result, customer experienced a seizure, "dizziness, vomiting", and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp performed a laboratory blood glucose measurement with result of 7.3 mmol/l prior to providing unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.